Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for 'gel bubbles' with the incident lot was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of 'gel bubbles' was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced air bubbles in the gel. This event occurred five times. The following information was provided by the initial reporter. The customer stated: some of the collection tubes from the above batch appear to have bubbles in the gel. (B)(6) 2021: kg, added from email: we have noticed an abnormality with the gel in a couple of the tubes. It appears that there are air bubbles inside the gel. We have had 5 tubes returned to us.